Event description:
During a labral tear repair, the anchor sheared off at the eyelet. The surgeon removed the threaded portion of the anchor. Sales rep stated, that the surgeon pre-drilled prior to insertion of the anchor and utilized the ao two-finger technique. The surgeon encountered some resistance prior to the anchor breaking. Sales rep. Thought that the surgeon removed the anchor, but was unsure if he did. A delay of fifteen minutes took place to gather an add'l anchor to complete the procedure. No pt injury or complications.

Manufacturer narrative:
Evaluation of the device showed the eyelet and suture remain in the inserter. The eyelet portion of the anchor is misaligned in the inserter hex. The inserters hex shows no signs of deformity. Eyelet was removed from the inserter, which showed the hex to be deformed. The IFU indicates when this condition is encountered, the surgeon should stop back the anchor out and check to insure the drill size and depth are correct.